Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 98mg/dl and 120mg/dl. Verified storage of product within instructed spec. Test strip lot MFR's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo (B)(6) 2015 08:20am; 102mg/dl (B)(6) 2015 11:00pm; 90mg/dl (B)(6) 2015 05:30pm; 149mg/dl (B)(6) 2015 05:30am; 242mg/dl (B)(6) 2015 10:30pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 98 mg/dl and 120 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2015.recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product just returned; eval is in progress. (B)(4).